Event description:
Pump declared a cartridge change error, and there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to inspect and clean various parts of the pump and attempt to load a new cartridge, but the error persisted despite these efforts. Consequently, technical support decided to replace the pump and advised the customer to use an alternate method for insulin delivery, known as multiple daily injections (mdi), until the replacement arrived. The customer was also instructed on how to put the pump into storage mode and return it within ten days.